Event description:
The customer's care provider called reporting the customer's precision xtra meter had spontaneously changed the date and time. It was then discovered, due to the results being downloaded to the provider's computer, that the results were not correct.